Manufacturer narrative:
Visual inspection found no damage to external components; internal damage found on the power management board at capacitor c93. Damage observed is unrelated to the customer reported issue. The driver passed incoming functional testing. During testing it was noted that key switch was difficult to turn, force was required to move the key switch to the on position to perform testing. Alarm history data review found one system malfunction alarm recorded on (B)(6) 2021, confirming the customer reported issue. During additional testing, the driver's key was observed to have resistance halfway through travel however technician forced it to the on position. The driver was then power-cycled five times with the key switch properly turned, and no system malfunction alarms were observed. The driver was then run through ten power cycles with the key switch at the halfway point (where it starts "sticking"). A system malfunction was observed all ten times. The complaint was confirmed upon examination of the patient file, which revealed the presence of a system malfunction alarm. The complaint was replicated during testing, when the binding key switch caused a repeatable system malfunction alarm to occur. The root cause of the customer-reported system malfunction alarm was the key switch, which was found to be difficult to manipulate during testing. When turned, the key was found to rotate with increased difficulty, and if the key was not turned all the way to the 'on' position a system malfunction alarm would occur. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR.)this issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5610 (B)(6) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm when turned on for training.